Event description:
It was reported that the 9600 system would not fluoro x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was repaired during the service call. The system was tested an found to be working as intended, and put back into service.